Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported on (B)(6) 2020 that prior to a open reduction internal fixation (orif) for a femoral trochanteric fracture a piece of bone had been attached to the drill bit. This event was confirmed before the surgery so another instrument set including a drill bit was delivered to the hospital. There was no effect to the patient and the surgery was successfully completed without any delay. This report is for one (1) drill bit ø16.5 cann flex f/pfna-ii. This is report 1 of 1 for (B)(4).